Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device alarmed downstream occlusion. A review of the event history log revealed "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as downstream occlusion. The cause of the condition was the force sensor out of specification. The force sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device alarmed downstream occlusion. No additional information is available.